Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) in argentina called to report a diagnosis of left eye (os) corneal ulcer in (B)(6) 2022 while wearing an acuvue® oasys® brand contact lens (cl). The pt reported os discomfort after 2 to 3 days of wearing the os suspect cl. The pt went to an eye care professional (ecp) who advised the pt had an ¿ulcer on top of eye on the white part.¿ the pt was prescribed ¿gatimicin¿ eye drops q6h for 1 week. The pt reports daily cl wear with a 2-week replacement schedule. On 11jul2022, a call was placed to the pt¿s treating ecp for additional information. A representative advised there is no record of the pt being treated at the facility. Multiple calls and email attempts were made to the pt for the medical report, but nothing additional has been received. This os corneal ulcer is being reported as a worse-case event as we were unable to verify the pt¿s diagnosis and treatment. The os suspect lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 01aug2022 additional information was provided by the patient (pt). The pt sent an ¿illegible¿ note from the eye care professional (ecp), no date noted. The only legible information was the ecp name and contact information. On 02aug2022 and 05aug2022, calls were placed to the treating ecp to clarify the note provided by the pt. No additional information was provided. On 11aug2022, a representative at the ecp¿s office provided additional information. The representative was advised that the pt was diagnosed with ¿keratitis¿. No additional information was provided. On 06sep2022, a translation of the ecp note was received from a johnson and johnson physician in argentina. ¿patient is examined since may presenting bilateral punctate keratitis. There's improvement in re. Le without function.¿ based on further review, it was noted that information was inadvertently omitted when medwatch report was submitted under MDR . The corrected information is as follows: the pt reported having ¿ulcers three consecutive times alternating with keratitis.¿ the pt reported the event occurred around the end of apr2022, then in may2022, in the ¿middle of the reported month¿ the pt had the os ulcer or keratitis after 20 days of treatment and no contact lens (cl) use. The pt reported the lenses ¿were dry.¿ the pt went to an eye clinic, as the eye was ¿bothering¿ at the end of apr2022 and diagnosed with an ¿ulcer on the upper eye white area.¿ the pt was prescribed gatamicin forte and gatofloxacin 0.5 every 6 hours for 1 week. On the 2nd week, the treatment was decreased to twice daily (bid) for ¿20 days to a month¿ with no cl wear. The 2nd visit to the eye clinic (date not provided), the pt was diagnosed with an ¿ulcer keratitis¿ and reported the treatment prescribed was the ¿same as the first visit. The 3rd ecp visit (date not provided), the pt went to an ophthalmologist and advised to continue the same treatment.¿ the pt reports a 15-day replacement schedule with daily cl wear and uses arlyt to clean the lenses. The pt is now using lenses 3 to 4 hours a day as advised by the ophthalmologist and the pt reports compliance. On 07sep2022, multiple calls were placed to the one of the pt¿s treating ecp¿s to request additional medical information, but nothing additional was received. If any further relevant information is received, a supplemental report will be filed.